Event description:
(B)(6) advised bd of 19 adverse events (endopthalmitis, uveitis or panuveitis), reported to them where bd syringes were one of the common factors.

Manufacturer narrative:
Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Quality will continue to monitor on monthly trend reports.